Manufacturer narrative:
While no serious injury resulted in this event, and thought the event occurred outside of a patient's mouth, there has been a previous report received in the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
It was reported that the tip of a micro-miniature light wire cutter became chipped during the sterilization process; no injury resulted.